Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 500cc and experienced rupture on the left side post-operatively, which was confirmed via MRI. As a result, the patient underwent removal and replacement with mentor saline breast implants (serial numbers (B)(4)) on (B)(6) 2020

Manufacturer narrative:
On (B)(6) 2020, it was noticed the following information was erroneously omitted from the previous report. See h11 for details. Device evaluation summary: during the visual inspection, the device was found to be ruptured. It is possible that the root cause of the rupture was the fall the patient had. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4) on (B)(6) 2020, it was noticed the following information was erroneously omitted from the previous report: the patient injured the left breast after a fall. H6 health effect - clinical code e2402 (chest injury) has been added.